Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the monopolar 1 handpiece port was not working due to a damaged motherboard. The device was serviced and returned to the user facility.

Event description:
Olympus was informed that in the middle of an transurethral resection of the prostate (turp) procedure the user was trying to coagulate the cut tissue, but the monopolar port on the electrosurgical unit (esu) stopped working. An unspecified error code was observed during the procedure. The patient experienced severe bleeding, but it was reportedly controlled, after replacing the esu with a non-olympus esu. The patient was fine and discharged home as scheduled. There was no patient injury reported.